Event description:
Air was injected into a patient during a cardiac intervention. Five or six air bubbles were found as a result of the injection. No adverse effects to the patient were reported. Lab personnel reported that the hemostasis valve may have been open for a short period of time while the stent was advanced into the catheter.

Manufacturer narrative:
Device evaluation: device evaluation in progress but not yet completed. Conclusion: samples from the same lot as the suspect device were returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is completed.